Event description:
Customer reported images go black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor board. System operates as intended. (B) (4).